Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned rt206 adult breathing circuit was visually inspected for missing pressure lines. Results: the investigation confirmed that the pressure lines were missing from the returned breathing circuit kit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that the pressure lines were omitted during production packing. The new standard operating procedures (sops) have been put in place to assist the operators on the production line to correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. (B)(4).

Event description:
A distributor in (B)(4) reported that both sizes of pressure line tubes were missing from an rt206 adult breathing circuit kit. This was noticed during their inward goods inspection. No patient consequence was reported.